Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours, on their abdomen. It was reported that the pod was leaking insulin, during wear. Symptoms reported include cramping in the legs, extreme thirst, dry mouth, and vomiting. The patient was diagnosed with dka, with ketone level reported to be 4.9. The patient was treated with 3 intravenous drips and 4 insulin drips. The patient removed the pod, before going to the hospital. The patient was released on (B)(6) 2025.